Event description:
As reported, the filter on a 55cm optease vena cava filter was dislodged and had a splinter protruding from it. The fracture occurred when deployed. The procedure was completed by changing to another device. There were no reports of patient injury. The indication for filter insertion was prophylactic. There was no thrombus present at the implant site. There were no contraindications for anticoagulation, no recurrent pe despite anticoagulation, and the patient was not on anticoagulation post-implant. Pre/post imaging was completed. The size and shape of the vena cava were estimated to be 30mm. There were no peri/post procedural complications and no patient injury during the procedure. The filter was not implanted. During preparation of the device, no damage was noted to the filter storage tube. There were no delivery problems, such as difficulty reaching the target lesion, resistance with the guidewire/embolic protection device, or difficulty during deployment. The filter was never in an acute or sharp bend during delivery. The filter was off-loaded and had a thorn protruding. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the filter on a 55cm optease vena cava filter was "dislodged" and had a splinter protruding from it. The fracture occurred when deployed. The procedure was completed by changing to another device. There were no reports of patient injury. The indication for filter insertion was prophylactic. There was no thrombus present at the implant site. There were no contraindications for anticoagulation, no recurrent pe despite anticoagulation, and the patient was not on anticoagulation post-implant. Pre/post imaging was completed. The size and shape of the vena cava were estimated to be 30mm. There were no peri/post procedural complications and no patient injury during the procedure. The filter was not implanted. During preparation of the device, no damage was noted to the filter storage tube. There were no delivery problems, such as difficulty reaching the target lesion, resistance with the guidewire/embolic protection device, or difficulty during deployment. The filter was never in an acute or sharp bend during delivery. The filter was off-loaded and had a thorn protruding. An ¿optease vc filter ous, 55cm femoral only¿ was reported in the product complaint; however, neither the filter nor the winged storage tube was returned for analysis. The parts included in the shipment were the obturator, catheter sheath introducer (csi), and vessel dilator. These devices were unpacked for the product evaluation, and no anomalies or issues suggesting a potential malfunction were observed during the visual inspection of these components. No other outstanding details were seen. The customer¿s complaint, reported as ¿filter - fractured,¿ could not be confirmed since the filter was not returned for evaluation. The exact cause of the reported event cannot be determined. However, patient anatomical features may be a contributing factor, as this is a known cause of such events and is documented in the IFU. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.